Manufacturer narrative:
Concomitant medical product: 407645 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a change in heart rate at the time of the right ventricular (rv) lead undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.